Manufacturer narrative:
Additional information was received that there was an error occurred which will not affect performance or operation of this device. There is no reportable malfunction.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.